Manufacturer narrative:
During analysis it was determined that this lead is a linox smart s dx 65/15 and model number is: 365500. The manufacture date was unable to be determined because the serial number was not legible. Upon receipt, the lead under complaint was found cut at approx. 46 cm proximal to the lead tip. Only the distal lead fragment was received for analysis. No serial number could be identified. The lead fragment was subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragment. In the distal area of the lead fragment a rubbed through insulation was detected. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available. The deformation of the proximal shock coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was returned without documentation from an unknown source. There is no serial numbers on the lead. Should additional information be received, this file will be updated. Should additional information be received, this file will be updated.